Event description:
It was reported that some patients experienced burning when undergoing a full body MRI scan. It was noted that the patient came back the next week and wanted to scanned again, and there was no permanent damage.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).